Manufacturer narrative:
The manufacturer previously reported information in reference to a ds2adv auto CPAP device. The patient alleged noticing device is burning smell and device won't turn on. This notification was opened for review for information received that a burning smell and device won't turn on. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is burning smell and device won't turn on. There was no report of serious injury or harm. There is no medical intervention was specified. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow-up report will be filed. A report will be filed with all applicable regulatory agencies.